Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 79.8°f. In addition, the rate of temperature rise was above threshold at 10.6°f/sec at the mid-motor location. It was also noted the rear motor bearing and the collet bearing were worn. This type of failure is associated with (B)(4). Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient impact. Repair request escalated to a product event based on reason for return. On follow up the user facility name was obtained.